Manufacturer narrative:
(B)(4). It was reported that the patient underwent implant of gynemesh ps on (B)(6) 2004 for pop. It was reported that the patient underwent ¿vaginal mucosa sewn over eroded loop of mesh¿ on (B)(6) 2002 due to mesh exposure. It was reported that the patient underwent excision of eroded mesh on (B)(6) 2003. It was reported that the patient underwent suture replacement on (B)(6) 2003 due to wound dehiscence. It was reported that the patient had silver nitrate applied to granulation tissue on (B)(6) 2008 and (B)(6) 2009. It was reported that the patient underwent excision of mesh and granulation tissue on (B)(6) 2009 due to erosion. It was reported that the patient underwent excision of extruded mesh on (B)(6) 2009. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.